Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05059. It was reported that when the patient presented via remote transmission, a drop in atrial sensing and high capture threshold were observed. It was discussed that the atrial lead position may need to be checked as these changes may indicate lead dislodgement. Multiple non-sustained rv oversensing episodes due to intermittent post-paced t-wave oversensing were observed. Programming changes were discussed.